Event description:
The facility representative reported a colleague infusion pump with an "812:40" failure code. Upon review of the event history log by a baxter technician, it was found to have interrupted delivery. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement; however there was no patient injury or medical intervention reported related to the device. This device is a remediated colleague pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary. The reported condition of 812:04 was confirmed during product evaluation; however the root cause was not identified. The pump head module was replaced to correct the reported condition. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). After further investigation, quality engineering determined the root cause the of the reported problem to be a defective shuttle motor. A labeling review was completed and it was deteremined that user error was not suspected.